Event description:
It was reported that during a shunt pta treatment procedure, difficulties were encountered with the ultra-soft small vessel balloon. The physician used a 5 fr 4 cm mosquito introducer sheath for vascular access, and a transcend .014 guidewire to cross the lesion. The lesion being treated was in the left radial vein. The ultra-soft balloon had been inflated at least ten times, the pressure reached on each inflation is unknown. During withdrawl from the patient, the proximal portion of the ultra-soft balloon became stuck on the distal edge of the sheath. Attempts to remove the balloon by inflating and deflating it were unsuccessful. When the physician pulled forcefully to remove the balloon, the shaft fractured. The ultra-soft balloon and a portion of the shaft remained in the patient. The shaft was stretched and appeared "accordion-like". The patient was taken to surgery where the device was removed. Patient current status is reported as 'good'.